Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience skypoint device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a target lesion in the circumflex (cx) artery. The patient anatomy included 1 unspecified stent, implanted approximately 8 months ago in the left main, and extending into the ostium of the cx artery. A 3.5 x 15 mm xience skypoint was implanted in the cx, a 2.25 x 12 mm xience skypoint was implanted in the mid cx and a 2.5 x 15 mm xience skypoint was implanted in the left anterior descending artery. It was noted that a possible dissection had occurred at the proximal cx; therefore, a 2.25 x 8 mm xience skypoint stent delivery system was advanced to the cx artery, to treat the dissection. The xience skypoint was advanced to the target site; however, due to interaction with the previously implanted left main stent, the xience skypoint stent was unable to cross. During removal, the xience skypoint stent caught on the left main stent and dislodged. There were no attempts to remove the dislodged stent, and the stent was crushed to the vessel wall. As the dissection was unable to be confirmed, no additional intervention was performed to treat the possible dissection. The procedure ended with the patient in stable condition. No additional information was provided.